Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing battery pack sn (B)(4) was found to have a leaking cell. The last pt to use this battery pack did not report any deficiencies.